Manufacturer narrative:
This event occured in (B)(6).

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e411 analyzer. The patient's initial hcgb result was 86 iu/l and it was reported outside the laboratory. On (B)(6) 2013, the doctor requested another sample be collected and the hcgb result was 86000 iu/l, showing the patient was still pregnant. The doctor then requested the initial sample be repeated. On (B)(6) 2013, the patient's initial sample was diluted and the repeat result was 76516 iu/l. When the sample was repeated on (B)(6) 2013, the customer noticed there was some fibrin debris on the gel of the sample and removed it before retesting. The patient's pregnancy was not harmed by this event, and there were no adverse events. The hcgb reagent lot number was 169563 and the expiration date was 01/2014.

Manufacturer narrative:
A definitive root cause could not be determined. The calibration and quality control results were within specification. There was no reagent issue evident. The instrument message history showed an analyzer alarm around the time of the event.